Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was diabetes complications, kidney failure and hospital contracted pneumonia. The customer had gotten ill in (B)(6) 2014. The customer's blood glucose, at the time of death, was above 324 mg/dl. The customer was wearing the insulin pump at the time of death. The caller stated that the customer did not allow anyone to remove his insulin pump. The customer was not using sensors. The caller stated that the customer's insulin pump and blood glucose meters were donated to a diabetes education center. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).